Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer stated that the latest no delivery alarm was resolved by changing the infusion set. Blood glucose level at the time of the incident was over 500 mg/dl. Details of treatment were not provided. The customer mentioned they get often bent cannulas on the infusion sets. It was advised to call back when receiving the alarm in order to troubleshoot. The insulin pump will not be returned for analysis.